Event description:
During patient follow up, at least 1 year after surgery, it was discovered that a pedicle rod was broken. Due to the fact that the event was discovered during a follow up visit, further information regarding the timing of the event could not be determined. It is expected that the patient will be revised in order to remove the broken rod. No additional information regarding the product or the circumstances surrounding the break were available at the time of this report.

Manufacturer narrative:
The device was not available for review at the time of this report. It is expected that the patient will be revised on (B)(6) 2014 in order to remove the broken rod. The report will be re-submitted if additional information regarding the product, patient, or nature of the event becomes available.